Manufacturer narrative:
Section reference the main component of the system other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient via a manufacturer's representative (rep) who was implanted with an implantable neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was unable to get the implant and programmer to communicate. The programmer only brings up screen with the sync icon and was unable to get the device connected. No outcomes were reported at the time of this report. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.